Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism. Approved instructions for use provide best practices to mitigate these potential contributing factors.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, difficulties were encountered with placement of both the right ventricular (rv) and right atrial (ra) lead. During the placement of the first rv lead, the helix was not observed during fluoroscopy after the lead was placed and slow rotations were applied to the fixation tool to extend the helix. The rv lead was connected to the pacing system analyzer (psa) and it was noted that the pacing impedance measurements were above 2,000 ohms. This first rv lead was extracted and another rv lead of the same model was then attempted. This rv lead was able to be successfully placed and yielded acceptable measurements. The ra lead was positioned in the atrium and 8-10 rotations were applied; however, the helix was ot visible under fluoroscopy. An additional 10 turns were applied, but the helix was still not visible. The ra lead was connected to the psa and the pacing impedance measurements were below 200 ohms. The ra lead was removed and successfully replaced with a non-boston scientific lead. After the ra lead was implanted, it was then noted that the second rv lead that had been successfully placed had dislodged. The helix was retracted and the lead was repositioned on the rv septum. The helix mechanism was rotated to extend the helix; however, after 25 turns, the helix was still not visible under fluoroscopy. Psa measurements were taken and the pacing impedance measurement was 1987 ohms. This second rv lead was extracted and successfully replaced with a non-boston scientific lead. No adverse patient effects were reported. The three leads are expected to be returned.